Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 3 mitraclips were implanted successfully. Post procedure, echocardiography revealed that the third clip had single leaflet device attachment(slda) from the anterior leaflet. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling